Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:10942011. Batch#:unknown. It was reported by customer that the registered nurse (rn) found tpn line to be sticky and appeared to have condensation droplets on the outside of the line during an air vigilance check. The line was cleansed with preventives and found pinhole leak in line. Droplets of ivf were found along the line and on the floor. Infusion was stopped and team notified. New tpn was ordered and hung with new IV tubing. Verbatim: rcc received a complaint via email. Email(s) attached. Describe the event or problem: situation: total parenteral nutrition (tpn) IV tubing found to have pinpoint hole and leaking ivf. Tpn was attached to double lumen peripherally inserted central catheter (PICC) line. Background: pinhole found in a portion of the line that hangs down from the radiant warmer to the pump. Assessment: registered nurse (rn) found tpn line to be sticky and appeared to have condensation droplets on the outside of the line during an air vigilance check. The line was cleansed with preventives and found pinhole leak in line. Droplets of ivf were found along the line and on the floor. Infusion was stopped and team notified. New tpn was ordered and hung with new IV tubing. Recommendation: inspect tubing for defect.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the nurse found pinhole leak in line. No product or photo was returned by the customer. The customer complaint of tubing defective / damaged / leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10942011 lot number 23125013 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.